Event description:
It was reported that when using the 11cc confidence kit's pump to push cement thru a needle, water escaped on the outside of the reservoir. Water was leaking from pump¿s rectus connector that was attached to the nipple on the cement reservoir cap. As a result of the leakage, the surgeon was unable to push cement into patient as water ran out of the pump. A confidence 5cc kit was then opened but cement would not come out of the cement reservoir. In the end, the surgeon manually used a 1cc syringe and pushed cement down the needle to fill the vertebral body. It was reported that the needed results were obtained with no adverse consequences to the patient and no significant delay. This medwatch report is being filed for the 11cc confidence kit that experienced leakage of water.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Discarded.

Manufacturer narrative:
The product samples are not being returned as they were discarded. The device history records (DHR¿s) found no discrepancies. No issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. A review with quality engineer was conducted and it was noted that based on the complaint description, the 11cc confidence kit appears to have had a faulty rectus connector. Without a complaint sample, it is not possible to evaluate further and confirm the failure mode. Therefore, in the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.